Event description:
The pt is reportedly experiencing poor performance with her internal device. Programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that the device is functioning. Surgery to explant the pt's device will be scheduled.